Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon service pump was found to have copper wires exposed on the power cord.

Manufacturer narrative:
One kendall scd 700 sequential compression system was received for failure analysis. The reported symptom was verified. The power cord was observed to be damaged with exposed copper wire. The potential root cause is customer misuse by running over the cord with hospital bed or due to the procedure of wrapping of the cord around the bed hook. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.